Event description:
The sales rep reported via the customer that there had been an early failure of a trident/accolade/36mm head/mop combination with corrosion at the trunion.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.